Event description:
The manufacturer received information alleging an issue related to a ventilator device's sound abatement foam. The patient allegedly had congestive heart failure and chronic kidney disease. The patient expired. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per (B)(4).

Manufacturer narrative:
The manufacturer previously receiving information alleging an issue related to a ventilator device's sound abatement foam. The patient allegedly had congestive heart failure and chronic kidney disease. The patient expired. The manufacturer did not receive contact information to obtain additional information and to request the return of the device. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the soundabatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an congestive heart failure and chronic kidney disease. The patient expired. Related to a ventilator's sound abatement foam. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. The manufacturer previously not captured, h9 and g3 sections and it has been updated in this report